Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was still experiencing frequency symptoms after getting the new implant. The patient was on program 4 at 1.6 and then had a gallbladder removal surgery after which the patient decreased stimulation to 1.4 on program 4. The patient was catheterizing and still needed to get up at night to empty the bag. The patient reported that this occurs no matter what they drink. The patient planned to try their current setting another day prior to changing settings and was advised to follow-up with their healthcare provider if their symptoms did not resolve. No device malfunctions were reported and patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Event description:
Additional information received from the consumer reported the circumstances that led to their frequency was needing to have their device replaced and two weeks later they had to have gallbladder surgery. Two weeks after this was done things started to settle down, and now for the first time in a year they were sleeping 1.5-2 hours at a time and only had to get up 3-4 times per night (it was 6-8 times prior). The consumer also stated they were able to go to a show and could sit through 2 hours of it, which was great. The consumer was hopping they ¿were on their way.¿ the consumer¿s weight at the time of the event was (B)(6). No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.